Manufacturer narrative:
Only the armrests and integrated enhanced switch module were returned. The components that were returned could not be associated with the complaint text.

Event description:
Alleges going up a ramp and the chair lost power and rolled backwards and fell with customer in it.

Manufacturer narrative:
The "date of event" has not been provided. The device has not been made available for evaluation at this time. Should further information or the device become available, a follow-up report will then be issued.

Event description:
Alleges going up a ramp and the chair lost power and rolled backwards and fell with customer in it.